Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. Cause was not known. To address the situation, the customer consumed carbohydrates. Additionally, the customer was advised by technical support to consult their healthcare provider to discuss potential factors affecting their blood glucose levels. The customer acknowledged and understood this recommendation.